Event description:
An endurant ii stent graft system was implanted during and endovascular procedure for the treatment of a > 100mm ruptured abdominal aortic aneurysm. It was reported that once the implantation was complete, the physician noticed an endoleak from the limb etlw1616c124ej in the final angiogram. It was suspected to be type IV but a type iiib could not be ruled out. Since this patient has a pre-operative rupture the physician decided to implant an additional limb. The endoleak resolved and the procedure was complete. As per the physician the cause of the event could not be determined. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.